Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2016-04354).

Event description:
It is reported that the patient underwent shoulder revision arthroplasty one day post implantation due to disassociation of the polyethylene liner from the humeral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The stem and liner was received for evaluation. The dimensions taken were within specification. It was found that the stem did not show any damage and the liner showed heavy gouges and witness marks. The device history records were reviewed and no deviations or anomalies were identified. This device used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. The witness marks indicate that the liner was not aligned with the stem before impaction which is specified in the surgical technique, where it states, "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." User error is the assigned root cause.